Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 0.35 jindo guidewire sheared when used. No patient injury was reported. This was a fenestrated endovascular aortic repair (fevar) procedure. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections PMA/510k, if follow-up, what type, and adverse event problem have been updated accordingly. The 0.35 jindo guidewire sheared when used. No patient injury was reported. This was a fenestrated endovascular aortic repair (fevar) procedure. Additional procedural details were requested but are unknown. The product was returned for analysis. One non-sterile guide wire pgw jindo 300cm str .035 guidewire was received coiled inside of a clear plastic bag. Per visual analysis a separated condition on the wire coating was noted located at 21.5 cm from the distal tip. Per microscopic analysis the edges of the separated segments reveal evidence of elongations, fraying and twisted characteristics. These characteristics suggest that the device was induced to stretching/pulling or twisting events that exceed the material yield strength of the coating wire prior to the separation. No other anomalies were noted during analysis. A product history record (phr) review of lot 35233781 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿coating separated¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural and handling factors may have contributed to the event as evidenced by elongations, fraying and twisted characteristics. These characteristics suggest that the device was induced to stretching/pulling or twisting events that exceed the material yield strength of the coating wire prior to the separation noted on the device during analysis. The reported ¿coating delaminated - in-patient¿ was not confirmed as no delamination condition was noted during analysis of the returned device. The exact cause of the event could not be determined during analysis. According to the warnings in the safety information in the instructions for use ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks. Do not use a guidewire that shows signs of damage. Damage will prevent the guidewire from performing with accurate torque response and control. Guidewire manipulation/torquing should always be performed under fluoroscopic guidance. Never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/ or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. If any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel. Should torque control/tip response be compromised during use, confirm tip integrity using fluoroscopy. Loss of torque control may be due to core wire fracture. Under fluoroscopic guidance, advance the balloon catheter to the distal end of the guidewire and remove the balloon catheter/ guidewire system as a unit.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.